Manufacturer narrative:
(B)(4). D10: unknown nexgen articular surface. Unknown nexgen tibial tray. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Bhalekar, r. M., wells, s. R., matthew nargol, m., shariatpanahi, s., nargol, a. V. F., waller, s., wildberg, l., tilley, s., & langton, d. J. (2024). Aseptic loosening of the option stemmed tibial tray in the zimmer nexgen lps total knee arthroplasty system. The knee, 47, 1¿12. Advance online publication. Https://doi.org/10.1016/j.knee.2023.12.004. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2023-02229 and 0001822565-2024-00371.

Event description:
A journal article was retrieved from the knee (2024) that reported a study from the united kingdom that used total knee arthroplasty (tka) explant analysis to trend polyethylene (pe) wear patterns between posterior-stabilized (ps) and cruciate-retaining (cr) designs. The study reviewed 73 explanted nexgen fixed-bearing tkas (42 cr and 31 ps) used in combination with the option stemmed tibial tray. (Cement information not provided in the article). Patients were divided into two cohorts of aseptic loosening as reason for revision and all other reasons. Of the ps group, there were 15 males, 16 females, with a mean age of 68 years at the time of revision (range, 51-81 years), and a median duration in vivo of 5.0 years (range, 4.1-6.0 years). The study reported 8 patients in the cr group were revised due to infection.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: b4, g3, h2, h3, h6. H6: proposed component code: mechanical (g04) - femur. The reported event is not confirmed due to limited information provided from the reporter; no product, images, or medical records were provided. Review of the device history records could not be performed as part and lot information was not provided. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information.